Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. When the patient removed the sensor patch on (B)(6) 2020, a bump developed at the insertion site and the area became red and painful. The sensor pod and patch were inspected; a small portion of the sensor wire was visible inside of the transmitter holder but was not protruding from the bottom of the patch. The patient went to her physician the next day and the area was incised, pus and wire fragments were removed, and the area was irrigated. An x-ray was performed and was negative for additional wire fragments. The patient was prescribed oral antibiotics and the redness and bump resolved. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.